Event description:
Customer called to report that she had high blood glucose and the insulin pump is alarming motor error during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk.